Manufacturer narrative:
The investigation into the aic - power on issues/blank screen has been completed since the original report was filed. The product was returned for investigation. The console was tested after arriving in field service. The cause of the aic - power on issues/blank screen was not determined since failure mode was unable to be reproduced, failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was returned from the customer and an evaluation is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic) blacked out during the priming step. The team switched to another aic and started support. The patient was unaffected.